Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® volbella¿ with lidocaine in the ¿lips, and nasolabial fold¿. Sometime later, the patient experienced ¿dark circles appearance, nodules on all areas / notion of probable (non-device related) ent infection.¿ the hcp additionally reported, ¿the patient experienced ¿non-fluctuating inflammatory nodules on areas of plinasogian dark circles and nasolabial folds.¿ the symptoms improved ¿on day 8 with doxycycline.¿ symptoms resolution was not provided.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, h6, h10

Event description:
Three days post symptoms onset the events resolved.